Event description:
Procedure: nephrectomy. According to the reporter: the endo catch bag ripped as it was being inserted. No tissue loss/damage. Incision was extended by an inch. No blood loss and no extension in surgery. Nothing fell into the patient. Sample being returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).